Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted following the display of the elective replacement indicator (eri). There were no reported allegations made against this device's function or operation while implanted. It was noted that this model/serial device is part of an advisory population of devices and it was being returned to guidant for analysis.